Event description:
A technician reported that a pt's flap was oval/incomplete and could not be lifted. The pt was sent home and was to return to (B)(6) for asa (advanced surface ablation). Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).